Manufacturer narrative:
The field service engineer found a broken vacuum tube and repaired it. The customer ran calibration and controls with no issues. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable high results for an unspecified number of patient samples tested with the na electrode on a cobas 6000 c 501 analyzer. The customer stated that the affected samples initially recovered values > 180 mmol/l to "the 170's" mmol/l. The samples will result in normal values when tested on a second analyzer. An example of data was provided for one patient sample with discrepant na results. No questionable results were reported outside of the laboratory. The sample initially resulted in a na value of 175 mmol/l. The user decided to repeat the sample as the high value did not seem correct. The sample was repeated on a second analyzer, resulting in a value of 132 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.